Event description:
The article, "impact of preprocedural anemia on outcomes in patients with tricuspid regurgitation undergoing transcatheter edge-to-edge repair: insights from the trispa registry", was reviewed. This research article is a retrospective multicenter experience to evaluate the clinical and procedural impact of anemia in patients undergoing transcatheter edge-to-edge repair (t-teer) using the transcatheter tricuspid valve repair in spain (tri-spa) registry. The devices included in this study were triclip and pascal. The article concluded that in patients with severe tricuspid regurgitation (tr) undergoing t-teer, anemia identified a high-risk phenotype marked by marked right ventricular remodeling and lower procedural efficacy, with increased risk of all-cause mortality and heart failure rehospitalization. [The primary and corresponding author was rodrigo estévez-loureiro, department of cardiology, university hospital alvaro cunqueiro, vigo, spain, with corresponding e-mail: roiestevez@hotmail.com.]. This study included all patients with significant symptomatic tr who underwent t-teer from 01 may 2020 to 30 april 2025. A total of 487 patients were included in the study, of which 60.4% (294) received an abbott device. The average age was 75.8 years. The majority gender was female. Comorbidities included heart failure, arterial hypertension, dyslipidemia, atrial fibrillation, coronary artery disease, chronic kidney disease, chronic lung disease, and edema.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: impact of preprocedural anemia on outcomes in patients with tricuspid regurgitation undergoing transcatheter edge-to-edge repair: insights from the trispa registry b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including heart failure, arterial hypertension, dyslipidemia, atrial fibrillation, coronary artery disease, chronic kidney disease, chronic lung disease, and edema. Complications reported included death, bleeding, hospitalization, incomplete coaptation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: impact of preprocedural anemia on outcomes in patients with tricuspid regurgitation undergoing transcatheter edge-to-edge repair: insights from the trispa registry. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "impact of preprocedural anemia on outcomes in patients with tricuspid regurgitation undergoing transcatheter edge-to-edge repair: insights from the trispa registry", was reviewed. This research article is a retrospective multicenter experience to evaluate the clinical and procedural impact of anemia in patients undergoing transcatheter edge-to-edge repair (t-teer) using the transcatheter tricuspid valve repair in spain (tri-spa) registry. The devices included in this study were triclip and pascal. The article concluded that in patients with severe tricuspid regurgitation (tr) undergoing t-teer, anemia identified a high-risk phenotype marked by marked right ventricular remodeling and lower procedural efficacy, with increased risk of all-cause mortality and heart failure rehospitalization. [The primary and corresponding author was rodrigo estévez-loureiro, department of cardiology, university hospital alvaro cunqueiro, vigo, spain, with corresponding e-mail: roiestevez@hotmail.com.] This study included all patients with significant symptomatic tr who underwent t-teer from 01 may 2020 to 30 april 2025. A total of 487 patients were included in the study, of which 60.4% (294) received an abbott device. The average age was 75.8 years. The majority gender was female. Comorbidities included heart failure, arterial hypertension, dyslipidemia, atrial fibrillation, coronary artery disease, chronic kidney disease, chronic lung disease, and edema.